Manufacturer narrative:
The product was received on 08/19/2014 and evaluated on 09/04/2014 by qe and confirmed a breach and buzzing noise. (B)(4). The issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The transformer was making a buzzing noise. The resistance across the ac blades measured as 55.4 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer originally reported an abnormal buzzing noise coming from the transformer. Upon receipt of the product and qe evaluation on 09/04/2014, a breach in the transformer housing was found which is a safety risk.